Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic bypass, throughout the divided step procedure, the device was able to fire, but failed to reload. To resolve the issue, the reload was replaced. There was no patient injury.